Event description:
It was reported that prior to using bd vacutainer® 9nc 0.109m plus blood collection tubes, there was improper assembly of one tube. No patient impact reported.

Manufacturer narrative:
(B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, ten[10] retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to stopper pop off as all samples met specifications. 10 retained samples from lot number 3122422, were drawn with water, cap/stopper assemblies were removed and reattached, and samples were left to stand for 4 hours. None of the cap/stopper assemblies popped off. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to using bd vacutainer® 9nc 0.109m plus blood collection tubes, there was improper assembly of one tube. No patient impact reported.